Manufacturer narrative:
This report involves two units of the same model and lot number with the same reported problem. Reporter has indicated that subject devices will be returned for eval, but as of the date of this report, devices have not been received.

Event description:
Fiber broken 3 inches from handle. This info is documented as reported to trimedyne.